Event description:
Patient reported their back tooth is cracked. They also reported that after a few months using the aligners they could not use them because they could not close their mouth after removing the aligners until their teeth shifted back. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.